Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing the implantable pulse generator (ipg) turning on and off on it's own. The patient would also feel the stimulation stronger when they would sneeze. The physician assessed the ipg and noticed that even knocking the ipg made it switch off. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively and the stimulation issues resolved.

Manufacturer narrative:
Correction to field h6 device codes. Device technical analysis: engineers inspected and analyzed this ipg upon receipt, the device passed all tests performed, and exhibited normal device characteristics.investigation conclusion: based on all available information, engineers concluded that the reported event of the ipg turning on and off on its own causing intermittent stimulation could not be confirmed through laboratory analysis of the device, as the ipg passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing the implantable pulse generator (ipg) turning on and off on it's own. The patient would also feel the stimulation stronger when they would sneeze. The physician assessed the ipg and noticed that even knocking the ipg made it switch off. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively and the stimulation issues resolved.